Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a 26 mm amplatzer septal occluder (aso) was implanted. On an unknown date, cardiac tamponade was observed secondary to erosion of the atrial wall. The aso was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016 at the time of the procedure, the patient's atrial septal defect (asd) measured 19 mm on ice and 22 mm via balloon sizing. Due to the patient's limited aortic rim, a 26 mm amplatzer septal occluder (aso) was selected and implanted without complication. On (B)(6) 2017, cardiac tamponade was observed secondary to erosion of the atrial wall. Approximately 350 ml of pericardial fluid was removed via pericardiocentesis. On (B)(6) 2017, the patient was referred for surgery. The aso was reported to have eroded though left atrial roof and required explant. The asd was repaired using a pericardial patch. This event was reviewed by the abbott erosion board which confirmed that erosion occurred.